Event description:
Pt called out stating that a heat pack had leaked onto her skin. Pt did not feel heat pack burst, just eventually noticed that there was a wet/grainy feeling on her pants and lower abdomen. Checked patient, there was a small area with a whitish residue below her incision on her abdomen. Cleaned the area with warm wet wash cloth and small amount of baby soap, then dried. Pt states she feels no irritation, burning, pain, or anything else out of the ordinary where the heat pack had leaked. Reported incident to charge nurse and unit coordinator. Heat packs removed from room and unit at this time.